Event description:
The device system initially delivered morphine, but was switched to hydromorphone a while ago ¿because they never could get his pain under an 8, but during his trial, his pain got down to a 3¿. The patient was at a pain level of 8 or 9 for a year and half. The patient was up to a 7, 8 and 9, 10 in the emergency room and they wouldn¿t treat him. The patient was not happy with his pump managing physician. The patient was ¿always in pain since having the pump implanted¿. It took 8 months for the patient to notice them turning the pump up; ¿they had it at 12 percent or something and he couldn¿t tell the difference¿. The patient discontinued using the pump because he had problems with it and then he stopped seeing his pump managing physician. The pump was eventually filled with saline and programmed to minimum rate. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).